Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, an unused supply line of the homechoice set was left unclamped during therapy. Baxter's tsc assisted the hp in ending therapy early. Therapy was discontinued at that time. No pt injury or medical intervention was associated with this incident per hp.